Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. There was also a gradual rise in impedance and capture threshold had increased. Programming changes were performed and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.